Event description:
It was reported that the pump was not delivering full boluses. During troubleshooting with tandem technical support, it was discovered that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin delivery.